Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The ventilator engine and anesthesia control board were replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit failed the preoperative checkout, affecting mechanical ventilation. There was no report of patient involvement.